Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The instructions for use for the vessel sealer extend (vse) instrument contains the following cautions: do not touch the jaws to any clips, sutures, staples, plastics, or other metal objects while energized. This may compromise the seal, damage the instrument, or cause patient harm. No product is expected for return as the customer reported that the instrument was disposed; therefore, failure analysis cannot be performed. A log review showed that the vessel sealer extend (vse) instrument was installed and passed homing six times. There were 19 cut complete events noted. The logs also show 16 coag events with no errors and 61 seal events, of which 13 had high initial starting impedance errors and 5 had ¿blank¿ errors. The logs show a integrated electrosurgical unit error which may or may not be complaint related. If trying to seal too much tissue, it can interfere with the sealing process (that¿s when the high initial starting impedance error gets thrown). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci assisted right hemicolectomy procedure, the surgeon experienced difficulty while using the vessel sealer extend (vse) and the seal could not be completed. The surgeon was using the vse to dissect the mesentery tissue near the right colic artery to mobilize the specimen. The first couple of attempts to seal, tones were heard but the seal cycle would not complete and an error message was displayed. The surgeon discovered while using the vse, there was a staple line across the tissue that was being sealed. The surgeon then attempted to use the mcs and the fbf to cut the tissue, with no success. A sureform 60 stapler instrument was then used to complete the dissection. There was no bleeding and there was no additional tissue removal required. There was a negligible procedure delay but the procedure was completed robotically and there was no injury to the patient.